Event description:
(B)(4). Pelvic pains, cycle pains, heavy bleeding, bloated that won't go away, blurred vision, nauseating, vomiting, headaches, severe acne, dizziness, painful intercourse, and more.